Event description:
It was reported that during a moderately tortuous distal right coronary artery (rca) stenting procedure, the 2.5x15 xience xpedition failed to cross the moderately calcified lesion. A 2.5x12mm xience xpedition was successfully implanted. A 2.5x08mm xience xpedition failed to cross the lesion and during removal dislodged at the ostium of the rca. Reportedly, no resistance was felt during removal. A non-abbott guide wire was placed and a non-abbott balloon was advanced over the wire, through the dislodged stent and inflated to 3 atmospheres. The dislodged stent, wires and guide catheter were removed as one unit. There was no adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.